Event description:
It was reported that during follow-up, the pulse generator of an asymptomatic patient was found to be operating in backup mode. A device software download successfully restored the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.